Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving morphine (2 mg/ml) and unknown baclofen (2000 mcg/ml) via an implanted infusion pump. It was reported the caller was wondering if there was a way in the pump logs to see if a prime bolus was performed. It was noted yesterday the hcp did a dye study because the patient's therapy efficacy had decreased. The caller then noted that the hcp thought they had programmed a prime to fill the catheter with drug post dye study, but that they do not have a report. The patient then went home and started to become itchy, tires and having increased spasticity. The hcp brought the patient back into the office today wondering if they forgot to update the pump with the prime bolus. The hcp confirmed with the a810 tablet that there were multiple programming steps in the logs and so the pump was updated successfully. Tech services stated there would be no way to tell by the logs if a prime bolus was included in that update. Caller states they were unsure what the results of the dye study were and told the hcp to consider programming a single bolus to first fill the catheter in case they forgot to do a prime bolus, and secondly help with withdrawal symptoms.